Manufacturer narrative:
On 12/11/2018, mentor became aware of the following new information: correct date of event is (B)(6) 2012, correct patient's age at the time of event is 40, and correct initial reporter info is (B)(6). Mentor also became aware that the patient underwent unilateral removal and replacement with mentor siltex round moderate profile 425cc saline catalog: 3542670 lot: 6593399 sn: (B)(4) on (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent breast augmentation revision with mentor siltex round moderate profile 425cc saline breast prosthesis. Deflation of the left breast prosthesis was determined. As a result, the patient underwent removal and replacement with mentor gel breast prosthesis on (B)(6) 2018. The patient experienced no accompanying symptoms.